Manufacturer narrative:
Investigation summary: bd received two photos for investigation. Evaluation of the attached photos shows the needle separated from the holder. A total of 10 retained samples were used for functional tests, and none of the needles separated from their holders during this exercise. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: separates. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the needle detached from the holder during use. No adverse impact was reported regarding the patient or user.